Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope, a fall, and subsequently sustained a head trauma. The injury was attributed to the right ventricular (rv) lead fracturing. Follow-up information further noted that the lead was thought to have fractured due to being implanted under the patient's clavicle. The lead was later explanted and replaced. No further patient complications have been reported as a result of this event.